Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.